Event description:
A report was received that the patient had infection at ipg site. Symptoms were puffiness or swelling and small boils at the ipg site. Antibiotics were prescribed. The physician did not believe that the infection was device related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.